Event description:
Plasmablade tip fire. Settings: cut=2, coag=8. Patient o2 setting=100% no patient injured.

Manufacturer narrative:
(B)(4). Eval, method, results and conclusion: product scheduled for return but not received by manufacturer for inspection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.